Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting user¿s expectations. The reporter denied any damage or moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the verify screen in accordance with normal operation. A review of the pump¿s black box showed data from (B)(4) 2014. There was no black box data for complaint on (B)(4) 2013. No warnings or alarms related to complaint were observed in the current black box or alarm history. No evidence of moisture contamination was found inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed during testing. Current draws were within specifications. There was no evidence of moisture contamination observed inside the pump. The battery terminal contacts showed no evidence of intermittent contact. The issue of excessive battery usage was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.